Event description:
It was reported that the patient turned up her stimulation so that it was comfortable when walking, but experienced a painful shocking or jolting sensation, like overstimulation that made her feel like her legs were jumping, when lying down or sitting. It was noted that the patient's programmer was not working so she could not turn the stimulation down when lying or sitting. The patient was seeing a blank screen after trying many sets of batteries. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that patient did not have concerns with the device or therapy.

Manufacturer narrative:
Lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: na; programmer model 37744, serial # (B)(4); recharger model 37754, serial # (B)(4).